Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, an unexpected receiver shutdown occured. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the reported unexpected receiver shutdown could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and it passed. The receiver failed to boot due to no power on. The receiver downloaded by using a known good battery. The log was downloaded and reviewed finding firmware errors. The receiver case was opened and the internal visual inspection failed due to finding battery damage. The allegation was confirmed. The probable cause was receiver damaged battery. No injury or medical intervention was reported.